Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 02/02/2010, the lay user/patient's spouse contacted lifescan (lfs) alleging that the pt's onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the pt and/or reporter by phone to obtain additional info. The pt's wife reported that the alleged power issue began on (B) (6) 2010 (time unk). The cca noted that the pt manages his diabetes with oral medications. The reporter denied that the pt took any action regarding his diabetes management as a result of the alleged issue. However, on the late evening of (B) (6) 2010, the pt's wife claimed the pt was seeing "holograms" when he closed his eyes; a symptom he associates with a low glucose. In response to the symptom, the pt reported treating the pt with glucose tablets/gel. At the time of troubleshooting, the cca noted that subject meter's battery was not due to be replaced. The alleged issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims, he was unable to test his blood glucose due to the reported issue and reportedly required the assistance of another individual to received treatment for symptoms he associated with a low glucose after the alleged meter issue began.